Manufacturer narrative:
Tracking number: (B)(4).

Event description:
According to the reporter, during an abdominoperineal resection and laparoscopy, the instrument did not fire. After that, firing was tested outside a patient's cavity, but it did not work. There was no further incident. The last known patient status was good. Operating time was not extended. There was no additional tissue resection. There was no tissue damage. Nothing fell into the patient cavity. There was no bleeding over 500 cc's. No reinforcement material was used.